Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for post paced t-wave oversensing. The device was reprogrammed. The patient was in stable condition.